Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] got blisters on her back, waist and 'buttock region' [blister] , burned her skin [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) -year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n15776, expiration date mar2019, upc number: (B)(4) sap/unique identifier: us (B)(4), via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for pulled muscle in her back. Medical history included pain. She used the heating pad on the night of (B)(6) 2016, probably for 20 minutes, put it on muscle of her back for pain. There were no concomitant medications. She used thermacare before but she had not used it for her back, and no problem/symptom experienced during previous use. Consumer used hot water bottle, used the heating pad before. Consumer said she first started using thermacare heatwrap on (B)(6) 2016. She put it on the day until afternoon and then she just took it off and it burned her skin on (B)(6) 2016. It left her back hurting and got blisters on her back, waist and 'buttock region' (B)(6) 2016. Consumer said it blistered her. It was burning like crazy. Consumer just took "neals burn" (incomprehensible) for medical intervention/ treatment. Lab test was reported as none. The color of the box she purchased was red. Consumer had one more pack left. She did not have any abnormal skin conditions. She was not sleeping while wearing the product. When she was asked if wearing several layers of clothing over the thermacare product, she answered t-shirt and stretchy pants. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). She attached the adhesive to her body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She put it at 11 o'clock and left it on for 4 hours. The outcome of the events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event "burn and blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. Comment: based on the information provided, the event "burn and blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]; got blisters on her back, waist and 'buttock region' [blister], burned her skin [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6)-year-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n15776, expiration date mar2019, ndc number: (B)(4), upc number: (B)(4), via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for pulled muscle in her back. Medical history included pain. She used the heating pad on the night of (B)(6) 2016, probably for 20 minutes, put it on muscle of her back for pain. There were no concomitant medications. She used thermacare before but she had not used it for her back, and no problem/symptom experienced during previous use. Consumer used hot water bottle, used the heating pad before. Consumer said she first started using thermacare heatwrap on (B)(6) 2016. She put it on the day until afternoon and then she just took it off and it burned her skin on (B)(6) 2016. It left her back hurting and got blisters on her back, waist and 'buttock region' (B)(6) 2016. Consumer said it blistered her. It was burning like crazy. Consumer just took "neals burn" (incomprehensible) for medical intervention/ treatment. Lab test was reported as none. The color of the box she purchased was red. Consumer had one more pack left. She did not have any abnormal skin conditions. She was not sleeping while wearing the product. When she was asked if wearing several layers of clothing over the thermacare product, she answered t-shirt and stretchy pants. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). She attached the adhesive to her body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She put it at 11 o' clock and left it on for 4 hours. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "burn and blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Comment: based on the information provided, the event "burn and blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.